Manufacturer narrative:
The investigation has been completed and the device passed system testing. However, a different issue was found and is unrelated to the reported low blood glucose levels.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels below 40 (mg/dl). Customer administered glucagon injections to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.